Event description:
It was reported that cartridge alarm 30 occurred and that repeated cartridge alarms prevented successful loading and use of pump. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to load new cartridge using guided technique, but alarm recurred, so technical support arranged pump replacement, confirmed shipping details, instructed customer to place pump in storage mode and return it with prepaid label, and advised customer to use multiple daily injections as backup therapy and to reenter pump settings and reconnect continuous glucose monitor on replacement pump.